Event description:
Approx 5-6 days following surgery, the pt had a catastrophic event, became asystolic and did not respond to pacing, atropine or epinephrine. It is important to note that the pt was fine and within five seconds was blue at the time of arrest, suspecting either catastrophic valve event or a massive pulmonary embolus. However, the autopsy did not show significant pulmonary embolus, but the pt had received retavase 20 mg in the high rv outflow tract during the CPR.